Event description:
A surgeon reported that one week following implantation of an intraocular lens (iol), four pts experienced postoperative inflammation with eye pain, eye redness, photophobia and vision disorder. At this time, the pts had begun to decrease the postoperative medications as prescribed. The usual postoperative treatment initiated is a tobramycin-dexamethasone combination drop six times a day for one week, then three times a day for three weeks and then two times a day for the last two weeks. The surgeon also reported that intraocular injections of cefuroxime were performed during surgery, without any dilution error and the procedures were completed without any perioperative incident or any perioperative complications. Viscoelastic was completely removed at the end of procedures. The reported events occurred in an interval of 3-4 weeks. There was no postoperative increase of intraocular pressures (iop). No hospitalization due to these incidents and no cultures were taken. Additional info was received from the surgeon who indicated that two pts had recovered with postoperative anti-inflammatory treatment and two pts continued recovering with postoperative anti-inflammatory treatment for two additional weeks. There are two medical device reports associated with these events. This report is for the two pts that continue to recover.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info provided from the account to properly complete an investigation. Additional info has been requested. (B)(4).